Event description:
It was reported that there was atrial lead noise in both unipolar and bipolar mode. Additionally, the patient felt uncomfortable when the lead was set to vvi pacing. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.